Event description:
The space on the hook part which holds the bar in the air is at large. When the two cna's lifted the resident two inches off the bed and into the air, the hook slid, twisting out through the opening gap causing the unit to fall on top of the resident.